Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubble formations were observed in the lines of six (6) clearlink buretrol solution sets. The reporter stated that "it appears to occur at the shut off valve.". This was identified prior to use on a patient either while priming or after being primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. By the nature of the sample, no additional tests was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.